Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. On the same day as the onset, the patient was hospitalized. Pd therapy was discontinued seven days after peritonitis onset, patient's catheter was removed and was switched to hemodialysis. At the time of this report, the patient was recovering from the event. No additional information is available as the reporter declined follow up.